Event description:
It was reported that after a spaceoar vue placement procedure, the physician stated that there was a potential misplacement. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Manufacturer narrative:
Additional information. Block a2, a3, b5, b7 and h6 have been updated with the information received. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4: the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after a spaceoar vue placement procedure, the physician stated that there was a potential misplacement. There were no patient complications. Additional information received on jun 14, 2025. It was further reported that the endoscopic ultrasound was performed and the physician stated that the rectal wall infiltration was not clear.